Event description:
During the carotid stent procedure involving the left internal carotid artery, upon deployment of the acculink, the delivery system jumped forward adn the stent deployed distally in an unintended site. There were no patient effects.